Manufacturer narrative:
Medical device name update to frn.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: pump received in shop with a sticker indicating that the pump displayed a needs service message at the top of the screen. There was no patient harm and the pump logs have been pulled for analysis. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned because it was reported that the pump alerted a service needed message. The preliminary technical summary states sensor hardware failure (downstream air sensor). Neither issue could be replicated during investigation. The newest set of logs were pulled from the device and no failures could be found. Multiple mock infusions were run successfully, and the device has also been through functional testing passing all tests.